Event description:
Pt found on the floor in bathroom. Device was in use. Did not alarm till nurse found pt on floor. Device (sensor pad) checked by biomed and found defective. All sensor pads in inventory found defective. Pt suffered minor laceration.